Event description:
This is report 2 of 4, for the flexicap in this event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event, on the same day as the onset. However, the treatment was not reported. The patient was discharged from the hospital the next day. The patient had recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number 12j16h25. No exceptions were observed that were related to the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).